Event description:
During the procedure, with the patient on the table, the generator screen was not responding and the case was cancelled.

Manufacturer narrative:
One 4 lesion nt2000¿ pain management rf generator was received for analysis. Visual inspection revealed the input, output connectors and controls appeared to be free of physical damage. All the mounting hardware was secured. Normal wear was observed on the exterior enclosure. Ac power was applied to the device and powered on, it initialized and displayed the software application. The touchscreen was unresponsive and did not respond to tactile input. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. No non-conformances associated with the reported event were identified. Based on the information provided to abbott and the investigation performed, root cause of the field reported event was successfully isolated to abnormal functionality of the microprocessor within the upper assembly.